Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/07/2016 additional information: age/date of birth, brand name, common device name, model and lot#, implant date, contact address, PMA#.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently transvaginal hysterectomy. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to mesh exposure and pelvic pain.